Event description:
Event description boston scientific received information that this patient's original device (abdominal implant) was explanted and a new implantable cardioverter defibrillator (ICD) was attached appropriately. The physician confirmed that the setscrews were tightened accordingly, the r wave amplitude was 10.1 mv, pacing impedance was 552 ohms, threshold was 1.0v @ 0.4 ms, and the shock impedance was 30 ohms. It was reported that an induced vf shock on t was performed and a 21j shock failed to convert, a 41j shock also failed to convert and thus an external conversion (150j) was required to successfully convert the patient's rhythm. Upon device interrogation, a yellow warning screen indicated that the device had shorted and a shock impedance measurement of <20 ohms was recorded.